Event description:
It was reported that the patient complained of pain during infusion. An x-ray with contrast was done, but there was no sign of leakage. When removing the catheter, a hole was found distal of the cuff.

Manufacturer narrative:
The complaint of a leak was confirmed, and the damage appears to be user related. The 8 fr s/l groshong tubing had been punctured with a needle between the 17 and 18 cm depth marks. There were also holes in the tubing between the 23 and 24 cm depth marks, which coincided with the distal end of the cuff. The cuff was partially separated from catheter. No defects related to the manufacturing process were found on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.